Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2024, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 02/19/2024. Blocks d4 and h4: the complainant was unable to report the model number and lot number; therefore, the manufacture date and expiration date are unknown. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-01050 for the exalt model b monitor. It was reported to boston scientific corporation that an exalt model b single use bronchoscope was used during a bronchoscopy procedure on an unknown date. During the procedure, the exalt model b monitor lost image. The screen went blank. The medical staff confirmed that the power supply cord was connected to the monitor during the event. Therefore, a second monitor was used to complete the procedure. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).